Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient reported discomfort. Upon review, the right ventricular lead exhibited increased capture threshold, decreased sensing, and decreased impedance. Right ventricular dislodgement was suspected. A chest x-ray was performed which did not confirm lead dislodgement. A micro dislodgement was suspected. The led was reposition on (B)(6) 2019 with similar numbers. During a subsequent repositioning attempt, the helix would not deploy. The lead was removed and replaced. The patient was stable throughout the procedure.